Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was not getting adequate stimulation and was experiencing rib stimulation. The patient underwent a revision procedure wherein the ipg was replaced and the existing leads were abandoned and added two (2) new leads. The patient was reportedly doing well postoperatively.